Event description:
New information indicated the lead continued to exhibit noise. The device was reprogrammed.

Event description:
It was reported that the atrial lead exhibited noise. The patient was asymptomatic. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.